Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/05/2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation/correction. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A "try it" manual test was performed and it failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.